Event description:
The customer reported that a pt had coded, and they did not save data at discharge.

Manufacturer narrative:
The customer needed to retrieve retrospective data and wanted to know if they had any way to get the pt's data that had not been saved. The engineer provided information that there was no way at present to retrieve data after discharge that had not been saved. The biomedical engineer was contracted, and he stated that this was a staff issue and not related to a device failure or malfunction. He said that the staff should have discharged the pt and saved data, but they only discharged and did not save. He said that he had to document the issue and had to call philips to verify that he could not retrieve any data. He stated that there was no allegation against the device and that the call to the solution center was strictly informational. Although the pt coded, this complaint is considered as info only as there was no allegation or indication that the device was a factor in the pt's death. No further action or further investigation is warranted.